Event description:
A complaint was reported that the patient had been explanted due to skin erosion. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.